Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information and the complaint (B)(4) adult dual heated evaqua2 breathing circuit from the hospital for investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported that a crack was found on an rt380 adult dual heated evaqua2 breathing circuit after 3 days of use. There was no patient consequence.

Event description:
A hospital in (B)(6) reported that a crack was found on an rt380 adult dual heated evaqua2 breathing circuit after 3 days of use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Correction: upon receipt of the device it was found that the lot number is 170301. Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fph in new zealand where it was visually inspected. Results: visual inspection revealed that the evaqua2 tube was found degraded. The degraded area was about 52cm away from the elbow connector and was about 10cm long. Conclusion: based on our knowledge of the product and the results of previous investigations into similar complaints, this failure mode may occur due to a number of reasons, including the use of harsh cleaning chemicals on the breathing circuit, the reuse of the single use circuit, using the circuit for longer than its intended life, and/or possible over exposure to uv light. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the reported damage occured after the subject device was released for distribution. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. -set appropriate ventilator alarms.